Event description:
Overdelivery of saline solution via pressure monitoring set reported. Report received from abbott international, abbott japan, which states: "a full bag of saline flowed into the pt about 3-4 hours, even though it was set to low rate. Defect of flush device was suspected." Further info has been requested, but no info has become available.